Manufacturer narrative:
The regulatory affairs department became aware of the event on (B)(4) 2014. Internal complaint number: (B)(4).

Event description:
A reservoir volume higher than expected in the pump was observed during the first refill visit. The catheter access port procedure determined that there appeared to be no problem with the catheter. There were no patient effects reported. On (B)(6) 2014, it was reported that the refill nurse did not program the pump correctly. The patient will be monitored during the next refill visit. The pump will not be returned since it remains implanted in the patient.